Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing. The shocks did not show due to the electrogram storage constraints. The oversensing was rectified with sensitivity programming changes. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data was collected from the device and have analyzed the data. Save to disk analysis revealed no anomalies were found. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.